Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a repair surgery being performed, the atrial lead was removed from the myocardium to perform transeptal portion of the procedure. The lead was sutured to the wall of the right atrium and the helix was unable to retract at any time. After the procedure, loss of capture and no sensing were observed on the atrial lead. Decrease in lead impedance was also noted, but the values were in range. Programming change was made to resolve the issue. The patient was recovering.